Event description:
It was reported that syringe pump was running with norepinephrine when it alarmed with a channel error and stopped infusing. The error code was 356.6710.0 syr digital sensors illegal state. The tubing was switched to the syringe module that was connected to the right of the suspect device. This event happened in the cicu. There was an increase in monitoring due to the event but no patient harm. Although requested, no further information was provided.

Manufacturer narrative:
Inspection: it was reported that syringe pump was running with norepinephrine when it alarmed with a channel error and stopped infusing. The error code was 356.6710.0 syr_digital_sensors_illegal_state. The tubing was switched to the syringe module that was connected to the right of the suspect device. This event happened in the cicu. There was an increase in monitoring due to the event but no patient harm. Although requested, no further information was provided. An external and internal inspection of the customer¿s syringe module was performed. The right (male) iui was observed with corrosion. The left (female) iui was observed to be in good condition. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. Internal inspection of the returned syringe module was in good condition. The drivetrain was disassembled and inspected. The actuator knob assembly, force sensor board and connection were observed to be in good condition. No contamination or fluid ingress was overserved. No other obvious issues or anomalies were identified with the device during the inspection which would have led to the reported complaint. Log summary: the event log showed the system was powered on at 1:56:49 pm on (B)(6) 2020. The profile in use was identified as ¿nicu/picu¿. Based on the logs, a guardrails drugs infusion of drugid=542 (norepinephrine) was programmed at 1:59:54 pm on (B)(6) 2020, at a dose of 0.08mcg/kg/min, the default rate was observed to be 1.9ml/h and the default vtbi was observed to be 47.128ml/h. The user primed the syringe module at 1:59:53 pm, the total priming volume was 1.2435ml. At 2:00:10 pm the syringe module alarmed (syringe infusor patient pressure) and user then started the infusion. The volumed infused was cleared at 2:56:25 pm. The user updated the dose at 3:07:57 pm to 0.06mcg/kg/min, the default rate was 1.425ml and default vtbi was observed to be 44.9895ml/h. The volumed infused was cleared at 2:56:25 pm and 4:25:08 pm through 12:20:07 am. On (B)(6) 2020 at 1:17:21 am the syringe module alarmed channel malfunction (356.6710.0 syringe digital sensor). User channeled off the pump at 1:18:23 am, the user also removed and readded the syringe module at 1:21:05 am. At 1:21:40 am the syringe module alarmed channel malfunction (356.6710.0 syringe digital sensor) for a second time. User removed the syringe module at 1:21:58 am on (B)(6) 2020. The total volumed infused through the event was 18.2256ml. Test results: three test infusion, consisting of a bd 60ml syringe, loaded into the source pump, and programed with infusion parameters observed prior to the error event over a 24hr, 55hr and a 122hr period. The test infusions completed successfully without exhibiting any errors or anomalies. An additional test infusion was programmed at a rate of 1.425ml/h and vtbi at 44.9895ml, was performed with a back pressure of 10 psi applied as a load. The intention of the test is an effort to replicate the channel error 356.6710.0 during the infusion. The test infusion ran for a 24hr period without exhibiting any errors or anomalies. Asm (version 12.1.1) test results on the returned syringe module were observed passing all three accuracy tests. Test results indicate syringe module is within specifications and performing as intended. Asm binary sensor and switches testing validated the binary sensors operating as expected. Test method information: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 13mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s experience of the pump shutting off during infusion was not reproduced during functional testing. The proximate cause of the customer experience related to error code 356.6710 during infusion is associated to an intermittent failure of the plunger detector sensor. The customer¿s reported complaint of the infusion stopping was not reproduced during functional testing. The reported channel error 356.6710.0 during infusion was confirmed during a log review, no errors where present during functional testing. The event log showed the system was powered on at 1:56:49 pm on (B)(6) 2020. The profile in use was identified as ¿nicu/picu¿. Based on the logs, a guardrails drugs infusion of drugid=542 (norepinephrine) was programmed at 1:59:54 pm on (B)(6) 2020, at a dose of 0.08mcg/kg/min, with default rate of 1.9ml/h and default vtbi of 47.128ml/h. The user primed the syringe module at 1:59:53 pm. At 2:00:10 pm the syringe module alarmed (syringe infusor patient pressure). The user started the infusion at 2:00:10 pm. The user updated the dose at 3:07:57 pm to 0.06mcg/kg/min, with the default rate of 1.425ml and default vtbi of 44.9895ml/h. The volume infused was cleared several times at 2:56:25 pm and from 4:25:08 pm through 12:20:07 am. On (B)(6) 2020 at 1:17:21 am the syringe module alarmed channel malfunction (356.6710.0 syringe digital sensor). User channeled off the pump at 1:18:23 am, the user also removed and readded the syringe module at 1:21:05 am. At 1:21:40 am the syringe module alarmed channel malfunction (356.6710.0 syringe digital sensor) for a second time. User removed the syringe module at 1:21:58 am on (B)(6) 2020. The total volumed infused during event was 18.2256ml. Three functional tests were conducted consisting of parameters observed in the event log prior to the error. An additional test infusion was programmed at a rate of 1.425ml/h and vtbi at 44.9895ml, it was performed with a back pressure of 10 psi applied as a load. Test results indicate syringe module is within specifications and performing as intended. Asm¿s plunger position accuracy and plunger force accuracy testing validated the syringe module in specification and operating as expected. Asm binary sensor and switches testing validated the binary sensors currently operating as expected. The syringe module was being used for treatment.

Manufacturer narrative:
Added syringe on d11.

Event description:
It was reported that syringe pump was running with norepinephrine when it alarmed with a channel error and stopped infusing. The error code was 356.6710.0 syr_digital_sensors_illegal_state. The tubing was switched to the syringe module that was connected to the right of the suspect device. This event happened in the cicu. It is unknown what the patient impact and outcome was. Although requested, no further information was provided.

Event description:
It was reported that syringe pump was running with norepinephrine when it alarmed with a channel error and stopped infusing. The error code was 356.6710.0 syr digital sensors illegal state. The tubing was switched to the syringe module that was connected to the right of the suspect device. This event happened in the cicu. There was an increase in monitoring due to the event but no patient harm. Although requested, no further information was provided.

Manufacturer narrative:
Added h6 device code.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no further information was provided.

Event description:
It was reported that syringe pump was running with norepinephrine when it alarmed with a channel error and stopped infusing. The error code was 356.6710.0 syr_digital_sensors_illegal_state. The tubing was switched to the lvp that was connected to the right of the suspect device. This event happened in the cicu. It is unknown what the patient impact and outcome was. Although requested, no further information was provided.